Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio did observe that the customer¿s batteries were older than 3 years old and advised that they should be replaced. The battery pins did not appear to be worn, however as a precaution, physio replaced them. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the removed battery pins. Physio observed that the battery pins had worn out plating at the contact points, which may result in the device losing power unexpectedly. The cause for the reported issue could not be conclusively determined.